Manufacturer narrative:
The straight needle from the evoke cap12 percutaneous lead kit was not returned to saluda for analysis. The root cause of the dural punctures cannot be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include cerebrospinal fluid (csf) leakage, and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed, and the product met all requirements for release.

Event description:
During a permanent implant procedure for the evoke spinal cord stimulation (scs) system, two dural punctures occurred. A blood patch was administered to resolve the reported event.